Event description:
Add'l info rec'd from MFR 10/05/01: in response to letter regarding the medwatch report, datascope is still waiting for the product to be returned from the hospital for evaluation.

Event description:
Iabp indwelling catheter ruptured balloon.